Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and a compromised force sensor system. The customer¿s blood glucose level was 11.9 mmol/l at the time of the incident. The customer¿s parent stated that the insulin pump had a recurring motor error. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Unit alarmed motor error during basic occlusion test and compromised force sensor system during prime/compromised force sensor system alarm due to faulty force sensor resistor(gold). Motor was tested outside the device and passed. Unit was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.